Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). One unknown biomet implant was returned for inspection attached to an unknown external hex abutment. Inspection of the returned device notes that the implant is fractured in half at the threaded region. No pre-existing conditions were noted on the per. The reported product was located on tooth # 14 (fdi) and used for an unknown period of time. The reported event could not be recreated due to the nature of the dental device and event (fracture). The customer has not provided additional pictures or x-ray images of the product. Device history record (DHR) review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review could not be performed without relevant item and lot information. Therefore, based on the available information, device malfunction has occurred and the reported event was confirmed.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
It was reported implant that was already loaded, fractured and was removed.